Event description:
Material# 305106. Batch# 3299397. It was reported by customer that had an occluded needle. Verbatim: rcc received a complaint via email. ¿seems as though we have a bad batch of needles. One of my physicians reported on friday 7/12 during her botox clinic she had an occluded needle. She switched out the needle with a different one and the same thing happened. We pulled 16 boxes with that lot number and ordered new ones. Just wanted to make sure we report it. These are the bd precision glide needles 30gx 1/2" lot #3299397,¿ can you please confirm for me the item reference number of these needles in question and also provide me with any recent orders(requisition ID or po ID) on which you ordered and received these as this will allow me to properly. Item -305106. Po - 009878657.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up: it was reported there was an occluded needle. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3299397. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received. 1. What is the date of event?  7/12/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event.  Patient had to be poked multiple times due to the occluded needles. Material# 305106; batch# 3299397. It was reported by customer that had an occluded needle. Verbatim: rcc received a complaint via email. Email(s) attached ¿seems as though we have a bad batch of needles. One of my physicians reported on friday (B)(6) 2024 during her botox clinic she had an occluded needle. She switched out the needle with a different one and the same thing happened. We pulled 16 boxes with that lot number and ordered new ones. Just wanted to make sure we report it. These are the bd precision glide needles 30gx 1/2" lot #3299397,¿ can you please confirm for me the item reference number of these needles in question and also provide me with any recent orders(requisition ID or po ID) on which you ordered and received these as this will allow me to properly item -305106, po - (B)(4).